Event description:
Information received by medtronic indicated that the insulin pump had received power error detected. Customer stated they able clear alarm and able to complete to rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11c. Retainer ring = clear. On (B)(6) 2021 the customer reported receiving "power error detected" error messages. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, keypad overlay texture damage. Unit passed displacement, sleep current measurement, and active current measurement tests. No pump error 25 was noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 has occurred 5 times on 06/27/2021 and 12 times on 06/28/2021. The power management graph show a drop in the unloaded vlith, the loaded vlith, and backup vcc to 0 volts on this date. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7. In summary, the customer¿s report of receiving "power error detected" error messages was confirmed during testing. The pump error 25 is due to the moisture damage at the pcba1 j7 aa battery connector.